Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A f/u supplemental report will be filed.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during load process. Customer's blood glucose level was "a little high."